Manufacturer narrative:
The ventilator was investigated on site and the nozzle unit from the oxygen gas module was replaced. The nozzle unit was observed with a deformation on the spring. The nozzle unit was discarded on site. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation the delivered flow will deviate from set and alarms will be generated. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. The failure was confirmed in received device logs. Our conclusion is that the damaged nozzle unit was the cause of the reported event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
It was reported that o2 concentration was not reaching set levels and the ventilator alarmed for high o2 concentration during patient treatment. There was no patient harm. (B)(4).